Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated the pump was sitting high and sideways in his scrotum, causing him anxiety and concerns that it may affect the functionality of the device. He visited the physician and was advised to manipulate the pump to reposition it. Additionally, the patient reported a slight infection on the tip of his penis being treated with topical antibiotics. No additional information was provided.